Event description:
Procedure type: hemorrhoidectomy. According to the reporter: during the patient's first post operative visit, she informed the doctor that she felt a poking sensation on the inside of her rectum. The patient began suffering from incontinence and difficulty going to the bathroom. Through scoping, the patient and the doctor observed that the bottom staple was in the shape of a triangle, sticking out of the tissue. The patient has experienced pain, dyspareunia and has had three bloody stools.

Manufacturer narrative:
(B)(4).